Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient experienced elevated blood glucose levels, reaching approximately 250 mg/dl on two occasions, associated with suspected absorption or insulin pooling at the infusion site. Pooling was observed both times. After the first occurrence, the patient replaced the cassette, infusion set, and infusion site. After the second occurrence, the infusion site was replaced. There was a patient involvement and there were no additional adverse consequences.